Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted system controller event log file captured transient low flow alarms on 29dec2023. The pump was operating as intended at the set speed. During the investigation there was an incidental finding of a current sensing issue. Review of the log files revealed a locked lvad current sense value (440 ma) and dclink_I flags associated with a current sense issue. There was no functional impact associated with this finding. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in clinic for routine visit and low flows were noted on interrogation. The patient denied any concern or complaint. Log files were submitted for analysis and technical services noted several low flow events 27dec2023 through 29dec2023 with the flow hovering mainly around the 2.4 to 2.5 liters per minute (lpm) range. These low flows appeared to be patient related. The customer reported that the patient was asymptomatic, and the alarms resolved. During evaluation, further review of the log files revealed a locked lvad current sense value (440 ma) and dclink_I flags associated with a current sense issue.